Event description:
On june 23, 2000 at 7:25 a.m., the pt tested pt's blood glucose on the suspect device. The result was 389mg/dl. Pt then administered 8-10 units of insulin through pt's insulin pump. At 9:30am pt checked pt's blood glucose again on the suspect device and the result was 148mg/dl. At 11:30 a.m., pt was driving a car and passed out, causing an accident. Pt was taken to the hospital where pt's blood glucose tested at 50mg/dl.